Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a folded cannula earlier and her blood glucose was 430 mg/dl. Customer treated with a manual shot. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were reviewed and found to be accurate. Customer stated that she does not have a tubing clamp. Customer will be sent one and was advised to call back to continue troubleshooting. Customer removed the set from her body and found that the cannula was bent. Customer was explained that high blood glucose is often caused by site or set issues. Cannula was no occluded. Customer was advised to do a complete set change.